Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an acute myocardial infarction (mi) and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient experienced an acute mi and died at home. The cause of death was acute mi. It was not reported if an autopsy was performed. The patient had been on automated peritoneal dialysis therapy prior to death; however, it was unknown if pd therapy was ongoing up until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.